Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported false positive results with the ID now covid-19 2.0 assay performed on (B)(6) 2025. The customer reported that the patient presented with symptoms of pneumonia and was prescribed oseltamivir following the positive result. The patient was referred to a hospital where they received a negative covid-19 test (test type unknown) result on (B)(6) 2025 and the oseltamivir was discontinued. The patient was hospitalized for pneumonia. The customer reported that the patient improved and was subsequently discharged from the hospital. No additional patient information was provided.

Event description:
The customer reported false positive results with the ID now covid-19 2.0 assay performed on (B)(6) 2025. The customer reported that the patient presented with symptoms of pneumonia and was prescribed oseltamivir following the positive result. The patient was referred to a hospital where they received a negative covid-19 test (test type unknown) result on (B)(6) 2025 and the oseltamivir was discontinued. The patient was hospitalized for pneumonia. The customer reported that the patient improved and was subsequently discharged from the hospital. No additional patient information was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The investigation remains in progress. A supplemental report will be provided after completion.